Event description:
This report is based on information provided by authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device failed self-test. There was reportedly no patient involvement. The asp evaluated the device on site. The asp concluded no fault found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was detected. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.